Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-aug-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine at 25mg/ml at 2mg/day via an implantable pump. The indications for use were spinal pain and post lumbar laminectomy syndrome. On (B)(6) 2019 it was reported that the patient was scheduled for a regular pump replacement and the healthcare provider attempted to aspirate csf (cerebral spinal fluid) at the time of the pump replacement and did not get any back flow. The healthcare provider elected to replace the entire catheter. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. There were no reported patient symptoms. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.